Event description:
This patient was enrolled in the registry and returned six months following cypher stent implant for repeat coronary angiography. In-stent restenosis wa noted proximal to the cypher stent (90%). Plain old balloon angioplasty (poba) was conducted with a quantum 3.0 x 12mm balloon. Then a cypher 3.0 x 13mm was implanted - no deployment details are available. Residual stenosis was 0%. The where no complications and the patient was discharged 2 days later.